Manufacturer narrative:
Manufacturing review: manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' And 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Investigation summary: the catheter sample was not returned so that a physical evaluation was not performed. Two images have been provided demonstrating the sample on the table after the event. The lot number was not visible; the stent graft was visibly partially released and the outer sheath was visibly fractured at the proximal end closed to the grip. A manufacturing related issue could not be identified on the images. Based on the investigation the reported issue was confirmed. A definite root cause for the reported event could not be determined. The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graf products are identified in the report.

Event description:
It was reported that during treatment of a long stenosis in the external iliac artery with medium calcification and tortuous vessel, alleged resistance was felt as the delivery system crossed the lesion via a contralateral approach. Reportedly, the health care provider straightened the proximal shaft and attempted to deploy the stent graft but encountered great resistance causing the outer catheter to allegedly fracture; the stent graft was partially deployed. Reportedly, the delivery system was then removed and replaced with a new stent graft delivery system to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graf products are identified.

Event description:
It was reported that during treatment of a long stenosis in the external iliac artery with medium calcification and torturous vessel, alleged resistance was felt as the delivery system crossed the lesion via a contralateral approach. Reportedly, the health care provider straightened the proximal shaft and attempted to deploy the stent graft but encountered great resistance causing the outer catheter to allegedly fracture.; the stent allegedly did not deploy at all. Reportedly, the delivery system was then removed and replaced with a new stent graft delivery system to complete the procedure. There was no reported patient injury.